Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula bent events over the past 5-6 weeks. All the events occurred after 3 hours of insertion and the infusion set was in use for 3 to more than 3 hours. The insertion site was at abdomen. The blood glucose level at the time of all events was 210 mg/dl to 280 mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1882069 - MDR 3003442380-2024-07052 - device 9 of 10. E1: patient city: (B)(6).